Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The delivery wire, introducer sheath and the main coil were returned for this complaint. The main coil and the pusher wire were returned interlocked within the introducer sheath. The zap tip was not returned and was detached. The main coil was returned stretched in the middle section. No more damages were found in the returned device. The delivery wire was advanced through the introducer sheath without problems and no resistance was felt. Microscopic inspection of the delivery wire was performed and observed that the proximal end has a smooth surface. The interlocking arm was inspected and no damages were noted. Microscopic inspection of the main coil was performed and observed that the zap tip was not returned and was detached. The interlocking arm was inspected and no anomalies were noted. Dimensional inspection of the delivery wire that could be measured was performed and were within specifications. Dimensional inspection of the main coil was performed and observed that the outer diameter (od) of the primary coil was within specification. However, there were missing no. Of distal fiber bundles and proximal fiber bundles.

Event description:
Reportable based on device analysis completed on 06oct2020. It was reported that the coil was stuck in the imaging catheter. A 12mmx40cm interlock-35 was selected for use. Upon preparation, it was noted that the third coil was stuck in the 5f imaging catheter and was simply pulled out. The procedure was completed with another of the same device. There were no complications reported and patient was stable. However, device analysis revealed detached zap tip and missing coil fiber bundles.